Event description:
It was reported that the pt experienced a loss therapeutic effect. The pt had no stimulation sensation after going through some weight stations that were similar to airport security. The pt did not have a programmer with her to confirm if the implantable neurostimulator had been shut off. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).